Manufacturer narrative:
Consumer admits to using the heating pad for pets which is a violation of the instructions and warnings provided. Consumer has not returned unit.

Event description:
Consumer is claiming that she was using a heating pad on a rug to keep her puppies warm. She is alleging that her heating pad melted and caught her rug on fire. There were no injuries reported with this incident.